Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem system support due to lack of supplies. Customer administered a manual insulin injection to address blood glucose. Customer's blood glucose was 500 mg/dl. Customer reverted to manual insulin delivery.